Event description:
As reported, during use in patient with this fogarty catheter, the balloon was burst. The balloon had been tested before use without issues. There was no allegation of patient injury. Patient demographics unable to be obtained. The device was available for evaluation.

Manufacturer narrative:
One fogarty catheter was received by our product evaluation laboratory for a full examination. The report of balloon issue was confirmed. The balloon was found to be ruptured. Both balloon windings were intact. Latex edges did not match at the ruptured location. No other visible damage or abnormality was observed from catheter body or windings. The manufacturing records were reviewed for the lot involved and there is no indication of a related nonconformance. All process parameters were met and inspections passed successfully. The instruction for use were reviewed and as per IFU "balloon rupture and catheter separation as a result of excessive pull force applied to remove adherent material are the most frequent causes of reported failures." And "to minimize the risk of vessel damage, balloon rupture, or tip detachment, do not exceed the maximum recommended inflation and pull force for each size catheter". Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Manufacturer narrative:
Based on further engineering investigation, the units go through a balloon integrity inspection as part of the catheter manufacturing process. A pra has been generated to address the failure mode found. Additionally, a personnel acknowledgment was provided to the manufacturing personnel. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.